Event description:
It was reported that during the procedure after multiple attempts of passing the subject guidewire through the microcatheter, the distal tip of the subject guidewire broke and came out. There was a surgical delay of 15 min due to the reported event. No additional information available. Additional information received on 14-apr-2025 confirmed by the customer that the subject guidewire was broken during use outside the patient¿s body within the microcatheter hub. No additional information available.

Manufacturer narrative:
B1 adverse event ¿ corrected ¿ no malfunction. B5 executive summary - updated. D9 product available to stryker: corrected. D9 returned to manufacturer on: updated. H1 type of reportable event: no malfunction. F10/h6 device code grid: corrected. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that during the procedure after multiple attempts of passing the subject guidewire through the microcatheter, the distal tip of the subject guidewire broke and came out. There was a surgical delay of 15 min due to the reported event. No additional information available.